Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that the lead was received in two pieces. Insulation was abraded at 5.9 to 6.2cm from the connector pin. On the second piece, insulation abrasions were found at 62.8 to 63.0cm, 68.4 to 69.6cm, and 68.6 to 69.8cm from the cut end. The abrasions were consistent with constant friction with another device or heart feature.